Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician moved the pocket up. The patient was reportedly doing well following the procedure.